Manufacturer narrative:
While using the knee walker in the bathroom, he turned the device to position himself in front of the mirror. The knee walker rolled out from under him, he fell and suffered two lacerations around his right eye. The lacerations were repaired with sutures. The sample was returned and evaluated. The hand and parking brakes were inspected and it was determined that both systems were functioning correctly. The steering and swivel systems were also found to be functioning properly. No functional or mfg defects were identified during the sample evaluation. It cannot be ruled out that the knee walker was not properly balanced while turning. User error is a likely root cause for the reported incident.

Event description:
The end user fell when he turned the device to change its position.